Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with bradycardia. It was also reported that the right atrial (ra) lead exhibited high impedance and was fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.